Manufacturer narrative:
The manufacturer previously reported a "service required" alarm condition related to the oxygen blending module occurred. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed test steps during testing and a "service required" alarm condition occurred. The device's oxygen blending module board was found to be contaminated and was cleaned to address the issue.

Event description:
The manufacturer received information alleging a "service required" alarm condition related to the oxygen blending module occurred. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.